Event description:
It was reported that the user experienced low glucose after breakfast when using the ilet, associated with announcing a larger-than-actual meal size for a low-carbohydrate meal and corrected through education on proper meal announcement. Symptoms included hypoglycemia with a nadir of 66 mg/dl. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education. Investigation included review of use error related to meal announcement and user counseling on correct protocol. Investigation of this case revealed user over-announcement leading to excess insulin delivery and low glucose, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and carbohydrate estimation.